Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection and endocarditis. Additional information indicates that the lv lead was replaced due to fracture. The lv lead was explanted. No additional adverse patient effects were reported.